Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and autoimmune disorder ("autoimmune disorder"). The patient was treated with surgery (she had surgery to remove the essuret implant on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and autoimmune disorder outcome was unknown. The reporter considered autoimmune disorder and pelvic pain to be related to essure. The reporter commented: patient had need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain, stabbing pelvic pain"), behcet's syndrome ("behcets disease") and vaginal ulceration ("vaginal ulcers") in an adult female patient who had essure (batch no. 866026) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included carpal tunnel syndrome in (B)(6) 2013. Concurrent conditions included chest pain since (B)(6) 2015, palpitations since (B)(6) 2015, hyperthyroidism since 2013, graves' disease, candidiasis and herpetic vulvovaginitis. Concomitant products included aciclovir sodium (acyclovir alpharma) from (B)(6) 2014 to (B)(6) 2014, escitalopram oxalate (lexapro) from 2016 to 2018 and thiamazole (methimazole) from 2013 to 2018. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and uterine cervical pain ("cervical pain"). In (B)(6) 2014, the patient experienced behcet's syndrome (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and bacterial vaginosis ("bacterial vaginosis"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2014, the patient experienced night sweats ("night sweats"), anxiety ("anxiety"), dizziness ("dizziness"), tinnitus ("tinnitus"), paraesthesia ("tingling"), tremor ("tremors"), vision blurred ("blurred vision"), visual impairment ("vision changes"), fatigue ("fatigue"), dyschezia ("painful bowel movements") and alopecia ("hair loss"). In 2015, the patient experienced tooth disorder ("dental problems"). In 2016, the patient experienced postoperative wound infection ("post removal wound infection") and cellulitis ("cellulitis"). On an unknown date, the patient experienced pruritus ("itching"), migraine ("migraines"), headache ("headaches"), back pain ("lower back pain"), arthralgia ("joint pain"), mouth ulceration ("mouth ulcers") and vaginal ulceration (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, behcet's syndrome, menorrhagia, bacterial vaginosis, postoperative wound infection, cellulitis, tooth disorder, dizziness, tinnitus, paraesthesia, tremor, dysmenorrhoea, visual impairment, fatigue, alopecia, uterine cervical pain, back pain and arthralgia outcome was unknown, the night sweats, anxiety, migraine, headache, vision blurred and dyschezia had not resolved, the vaginal haemorrhage, mouth ulceration and vaginal ulceration was resolving and the pruritus had resolved. The reporter considered alopecia, anxiety, arthralgia, back pain, bacterial vaginosis, behcet's syndrome, cellulitis, dizziness, dyschezia, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, mouth ulceration, night sweats, paraesthesia, pelvic pain, postoperative wound infection, pruritus, tinnitus, tooth disorder, tremor, uterine cervical pain, vaginal haemorrhage, vaginal ulceration, vision blurred and visual impairment to be related to essure. The reporter commented: patient had need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information and patient relevant history added. Indication (permanent birth control by bilateral occlusion of the fallopian tubes) added. Lot number (866026) added. Concomitant medications added. Events night sweats, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), bacterial vaginosis, post removal wound infection, cellulitis, anxiety, behcets disease, itching, migraines, headaches, dental problems, dizziness, tinnitus, tingling tremors, dysmenorrhea (cramping), blurred vision, vision changes, fatigue, painful bowel movements, hair loss, cervical pain, lower back pain, joint pain, mouth ulcers and vaginal ulcers added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain, stabbing pelvic pain"), behcet's syndrome ("behcets disease") and vaginal ulceration ("vaginal ulcers") in an adult female patient who had essure (batch no. 866026-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included carpal tunnel syndrome in (B)(6) 2013. Concurrent conditions included chest pain since (B)(6) 2015, palpitations since (B)(6) 2015, hyperthyroidism since 2013, graves' disease, candidiasis and herpetic vulvovaginitis. Concomitant products included aciclovir sodium (acyclovir alpharma) from (B)(6) 2014 to (B)(6) 2014, escitalopram oxalate (lexapro) from 2016 to 2018 and thiamazole (methimazole) from 2013 to 2018. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and uterine cervical pain ("cervical pain"). In (B)(6) 2014, the patient experienced behcet's syndrome (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and bacterial vaginosis ("bacterial vaginosis"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2014, the patient experienced night sweats ("night sweats"), anxiety ("anxiety"), dizziness ("dizziness"), tinnitus ("tinnitus"), paraesthesia ("tingling"), tremor ("tremors"), vision blurred ("blurred vision"), visual impairment ("vision changes"), fatigue ("fatigue"), dyschezia ("painful bowel movements") and alopecia ("hair loss"). In 2015, the patient experienced tooth disorder ("dental problems"). In 2016, the patient experienced postoperative wound infection ("post removal wound infection") and cellulitis ("cellulitis"). On an unknown date, the patient experienced pruritus ("itching"), migraine ("migraines"), headache ("headaches"), back pain ("lower back pain"), arthralgia ("joint pain"), mouth ulceration ("mouth ulcers") and vaginal ulceration (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, behcet's syndrome, menorrhagia, bacterial vaginosis, postoperative wound infection, cellulitis, tooth disorder, dizziness, tinnitus, paraesthesia, tremor, dysmenorrhoea, visual impairment, fatigue, alopecia, uterine cervical pain, back pain and arthralgia outcome was unknown, the night sweats, anxiety, migraine, headache, vision blurred and dyschezia had not resolved, the vaginal haemorrhage, mouth ulceration and vaginal ulceration was resolving and the pruritus had resolved. The reporter considered alopecia, anxiety, arthralgia, back pain, bacterial vaginosis, behcet's syndrome, cellulitis, dizziness, dyschezia, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, mouth ulceration, night sweats, paraesthesia, pelvic pain, postoperative wound infection, pruritus, tinnitus, tooth disorder, tremor, uterine cervical pain, vaginal haemorrhage, vaginal ulceration, vision blurred and visual impairment to be related to essure. The reporter commented: patient had need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 21-sep-2018: update of information (batch is invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.